Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The death occurred on an unspecified date in 2013. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing until the time of death. Additional information was requested, but is not available.